Event description:
Olympus was reported that the ptfe pad fell off. There was no pt harm reported.

Manufacturer narrative:
The eval confirmed that the tip of the ptfe pad was broken and scratched. There was no part of missing. The mfg history was reviewed, with no irregularities noted. Based on the eval, it is possible since the excessive force was added the tip of the ptfe pad , the tip of the pad was broken. The instruction manual of sonosurg scissors prohibits the usage as mentioned in the above, and describes how to deal with when an irregularity is found. Based upon the finding of the eval, this report appears to be related to user handling.